Event description:
The patient was implanted with an obtape transobturator sling. Subsequently, according to the patient's attorney, the patient experienced infections, erosion, significant mental and physical pain, incontinence and permanent injuries. No other information is available.